Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø5.0 x 11.5 mm (70-1154-imp0016) using radiographic template (pk-209-062515). Root cause: "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor. Additionally, the provider also notes "bone loss" and that the implant was placed on a previous or simultaneous site which may have contributed to the lack of primary stability. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." The IFU also contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted.this is the first of three implant complaints, see manufacturer report for the remaining complaint:3011649314-2020-00661,3011649314-2020-00662.

Event description:
It was reported that the hahn tapered implant failed. The bone grade is noted as grade iii. The patient has a history of heart disease, and a thyroid condition. The patient has a surgical history pacemaker, but no dental history prior to implant. The patient presented on (B)(6) 2019 for implant placement on a tooth of an unknown location. At the initial placement stability could not be obtained. It was at that time the device was removed. The provider also notes "bone loss" and that the implant was placed on a previous or simultaneous site. At the initial placement stability could not be obtained. It was at that time. The patient current status is noted as "satisfactory."